Event description:
It was reported that patient had withdrawal symptoms/ underdose symptoms; exact symptoms were unknown to the reporter. A (B)(6) agency had noted "more drug being pulled out of the reservoir than expected during a refill". The managing physician's office evaluated the same problem and they also tried to pull drug out of side port and could not. A catheter issue, a kink was suspected and a decision was made to explore the catheter and possibly replace it. During surgery the hcp got a good flow out of the catheter when it was disconnected from the pump; however an "intermittent kink" could not be ruled-out, so the catheter was replaced. Patient was indicated to be without injury. Drug delivered via the device was dilauid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter found an indent in the seal of the sc connector and occlusion related to the complaint. Upon microscopic inspection, a small indent, the shape and diameter of the pump's outlet port, was observed in the cup of the catheter's connector. This was indicative of a misalignment that could cause partial to complete occlusion of the port. There was a well defined indent seen in the cup of the sc connector of segment 1 with at least 90% of the circle located in the white silicon material. This may be the cause of the withdrawal. Partial catheter was returned. The catheter was patent and passed in-line pressure testing.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).